Event description:
It was reported that during a da vinci-assisted single-vessel totally endoscopic coronary artery bypass procedure, the potts scissors instrument tore unspecified tissue. The procedure was completed as planned. The following information is unknown: the source and severity of the torn tissue, the cause of the tissue injury, and what surgical intervention (if any) was rendered due to the complication. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the potts scissor instrument associated with this complaint and completed investigations. The instrument was found to have indented blade damage on both blade edges. The instrument was placed on an in-house system, and a cut test was performed. The scissors did not cut cleanly through 0.006" latex. The latex became snagged at the scissor tips resulting in a cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.